Manufacturer narrative:
Results: the pet lock was separated on the proximal end of the pusher assembly. The pusher assembly was kinked approximately 5.0 cm, 44.0 cm and 58.0 cm from its proximal end. The pull wire was retracted from the pusher assembly distal detachment tip (ddt) and the embolization coil was detached from the pusher assembly. The embolization coil was not returned for evaluation. The pusher assembly was returned loaded backwards into the introducer sheath. Coagulated blood was present on the pusher assembly ddt. Conclusions: evaluation of the returned pod pc pusher assembly revealed that the pet lock was separated at the proximal end of the pusher assembly, the pull wire was retracted out of the ddt and the embolization coil was detached from its pusher assembly. This indicates that the pod pc functioned as its intended. The detached embolization coil and the handle used in the procedure were not returned for evaluation. The root cause of the reported complaint could not be determined. Further evaluation of the device revealed pusher assembly kinks. This damage was likely incidental to the complaint and may have occurred during packaging for return to penumbra. Penumbra coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. Section h. Box 6. Conclusions code 1: 4316 - the investigation findings do not lead to a clear conclusion about the cause of the unintentional detachment. This report is associated with MFR report number: 3005168196-2020-01789.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2020-01789.

Event description:
The patient was undergoing a coil embolization procedure in the lumbar artery using pod packing coils (pod pc), a ruby coil detachment handle (handle) and a non-penumbra microcatheter. It was noted that the patient anatomy was tortuous, narrowed and calcified. During the procedure, the physician successfully implanted six pod pcs in the target vessel using the microcatheter. Next, the physician advanced an additional pod pc into the vessel and attempted to detach it using the handle; however, the pod pc failed to detach after several attempts. Then, while retracting the pod pc, it unintentionally detached inside the microcatheter. Therefore, the microcatheter containing the detached pod pc was removed and the pod pc was removed. Next, the physician reinserted the microcatheter into the patient¿s body. The physician then advanced another pod pc into the vessel and manually detached it. It was reported that no handle was used. The procedure was completed at this point. There was no report of an adverse effect to the patient.